Event description:
Device issue: kinked distal guide. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after the device was placed in position to initiate deployment, it was noted that the distal portion of the guide had kinked while the device was being inserted. The proglide was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.